Event description:
Additional information later received reported that it was unknown if a catheter kink was confirmed or the cause of the inability to aspirate the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving gablofen 2000 mcg/ml; old dose: 756.6 mcg/ via an implantable pump. The indication for use was intractable spasticity. Following a catheter revision [see manufacturer report # 3004209178-2015-02031] the patient has had labile, (off and on) therapy and on (B)(6) 2015 the physician did a cap dye study and showed a possible catheter kink. The day of the report a catheter revision was done. The surgeon was unable to aspirate the catheter and so they ligated the catheter in the pump pocket and left the old catheter in the patient. A new catheter was implanted and the surgeon was able to aspirate without difficulty on the new catheter. Following the replacement the new dose of gablofen was 96mcg/day.